Event description:
It was reported that after a percutaneous coronary intervention of the right coronary artery, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, during device retraction from the vessel, when the rail suture was pulled, the suture broke. The device was removed over a guide wire and a second proglide device was attempted. During removal of the second proglide device, when the physician pulled the rail suture; abnormalities of the knot were observed. The device was removed over a guide wire and a third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. The analysis indicated that a posterior needle-to-cuff miss had occurred. The posterior needle was not engaged with the posterior cuff and the posterior cuff tabs remained in pre-deployed positions. A needle-to-cuff miss during deployment may appear to operator as a suture break because both events can result in a failure to harvest the suture. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. Based on the information reviewed, there is no indication of a product deficiency.